Event description:
It was reported that a suture to the medtronic airvance bone screw system broke during implantation into a (B)(6) female. Since the screw to anchor the suture was already implanted... When the doctor tried to explant it, his attempts were unsuccessful. However, another screw and suture was immediately implanted without issue to successfully complete the procedure. Although there was no impact to the patient reported, an additional screw still remains in the patient.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation¿ as the suture was discarded by the facility and the screw that was attached to it currently still remains in the patient. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.